Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was in a rehab center they had an emergency backup battery (ebb) fault. The patient exchanged their system controller with no patient consequences. The controller exchange resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was unable to be confirmed. No log files were submitted for review. The heartmate 3 system controller, serial number (B)(6), was not returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The IFU section 2, ¿system operations¿ and the patient handbook section 2, ¿how your heart pump works¿ explain the operation of a system controller exchange. This section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The IFU section 7, ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms, including backup battery fault alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. The patient handbook and heartmate 3 IFU caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.